Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button and act buttons due to moisture damage on keypad traces noted. Moisture damage was also noted on the lcd board. The insulin pump has cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 145 mg/dl. Customer stated the act button was not working. Customer stated the insulin pump may have been exposed to moisture. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.